Event description:
Glove was found so clumped together, it was unusable when removed from a box of gloves. Manufacturer response for nonsterile gloves, starmed ultra nitrile (per site reporter). Equipment failure reported to (B)(6) customer service lead. Quality event report emailed to (B)(6) and report attached to this medsun report defective glove available for return to manufacturer. Awaiting response from manufacturer